Event description:
Customer called in to report issues with high blood glucose and a hospitalization for the same reason. Customer stated that she has been experiencing high blood glucose for the past two weeks. Customer stated she has been sick with an infection and taking antibiotics as well. Customer had contacted her doctor regarding her high blood glucose and has a back-up plan. Blood glucose reading was 300 mg/dl at the time of her hospital visit. Customer noted that she also had pneumonia at that time. Blood glucose at the time of the call was 202 mg/dl. Troubleshooting found no anomalies in the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.